Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure device was malpositioned and likely migrated to the pelvis/found via CT that there was still an essure spring in my pelvis located near asis of left hip bone surgeon unable to remove it'), device breakage ('found via CT that there was still an essure spring in my pelvis located near asis of left hip bone surgeon unable to remove it') and infertility ('infertility') in a 46-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included pregabalin (lyrica) since 2009 for neuropathy and meloxicam and tramadol hydrochloride (ultram) since 2009 for pain. In 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), lasting 4749 days. In 2010, the patient experienced infertility (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("chronic pain"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding") and complication of device removal ("found via CT that there was still an essure spring in my pelvis located near asis of left hip bone surgeon unable to remove it/retained essure"). The patient was treated with surgery (hysterectomy and fallopian tube removal). Essure (ess205) was removed in 2012. At the time of the report, the device dislocation and pelvic pain had not resolved and the device breakage, infertility, fatigue, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, fatigue, genital haemorrhage, infertility and pelvic pain to be related to essure (ess205). The reporter commented: patient is infertility and essure is retained. Hospitalization for event device migration and infertility reported but dates were not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure device was malpositioned and likely migrated to the pelvis/found via CT that there was still an essure spring in my pelvis located near asis of left hip bone surgeon unable to remove it'), device breakage ('found via CT that there was still an essure spring in my pelvis located near asis of left hip bone surgeon unable to remove it') and infertility ('infertility') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included pregabalin (lyrica) since 2009 for neuropathy and meloxicam and tramadol hydrochloride (ultram) since 2009 for pain. In 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), lasting 4749 days. In 2010, the patient experienced infertility (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("chronic pain"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding") and complication of device removal ("found via CT that there was still an essure spring in my pelvis located near asis of left hip bone surgeon unable to remove it/retained essure"). The patient was treated with surgery (hysterectomy and fallopian tube removal). Essure (ess205) was removed in 2012. At the time of the report, the device dislocation and pelvic pain had not resolved and the device breakage, infertility, fatigue, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, fatigue, genital haemorrhage, infertility and pelvic pain to be related to essure (ess205). The reporter commented: patient is infertility and essure is retained. Hospitalization for event device migration and infertility reported but dates were not specified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.